Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500mcg/ml lioresal at 55mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had been admitted to the hospital for pain around the pump and increased tone.  A blood test was done and it was found that the patient had an infection. The patient had both the pump and catheter replaced. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was unknown. No further complications were anticipated/reported.